Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 500mcg/ml at a dose of "150mcg". It was reported that the catheter would not aspirate. The physician wanted to replace the pump segment to see if this was the issue. When it still would not aspirate, a back table prime was completed. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting performed were not applicable. In regards to actions/interventions taken to resolve the issue, a pre-implant prime was done. At the time of this report, the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2025; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 10-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the catheter would not aspirate during a replacement surgery. The indication for the pump replacement was normal elective replacement indicator (eri)/end of service (eos).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.